Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high pacing thresholds measurements. The suspected cause for these issues was either a micro-dislodgement or a perforation, however neither was confirmed. The lead also presented difficulty to retract and extend its helix during the explant procedure. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high pacing thresholds measurements. The suspected cause for these issues was either a micro-dislodgement or a perforation, however neither was confirmed. The lead also presented difficulty to retract and extend its helix during the explant procedure. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem h6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture and high pacing thresholds measurements. The suspected cause for these issues was either a micro-dislodgement or a perforation, however neither was confirmed. The lead also presented difficulty to retract and extend its helix during the explant procedure. This lead was successfully replaced. No additional adverse patient effects were reported. The lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.